Event description:
It was reported that the patient had an extrinsic outflow graft obstruction identified on (B)(6)2024 via a computed tomography (CT) scan. There was no left ventricle or inflow cannula thrombus seen. The inflow cannula was positioned in a way that the opening is moderately perpendicular to the distal anterior left ventricle which may be causing turbulence but there is no obstruction. There was no outflow cannula thrombus. There was an increased material of the external outflow graft with compression, the narrowest diameter being 1.4 cm by 0.9 mm (area of 1.3 sq cm) just past the bend relief. The full inner diameter of the outflow cannula was 2.1 cm, which suggested that there is approximately greater than 50% compression. This region was just right of the sternal xyphoid process. The patient had increased hypertension and lactate dehydrogenase (ldh). The patient was being treated by controlling blood pressure. The patient was listed for a heart transplant.

Manufacturer narrative:
Section d4 - this was updated to reflect the corrected pump information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: event date was estimated. Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an extrinsic outflow graft obstruction identified in (B)(6) 2024 via a computed tomography (CT) scan. Mean arterial pressure (map) was found to be 100 mmhg.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted images confirmed an extrinsic outflow graft obstruction (eogo); however, a specific cause for this finding could not be conclusively determined through this evaluation. The reported malposition of the inflow cannula could not be confirmed via the submitted images. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Review of the submitted images revealed narrowing/compression of the outflow graft lumen in the proximal portion of the graft beneath the bend relief. This appears consistent with the report of an extrinsic outflow graft obstruction (eogo) between the outflow graft and bend relief. The orientation of the inflow cannula with respect to the heart could not be conclusively determined through the submitted images; however, no obvious signs of malpositioning were observed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction¿, lists potential adverse events, including hypertension and hemolysis, that may be associated with the use of heartmate ii lvas. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Additionally, section 5 of the IFU, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.